Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. The customer has not alleged a malfunction of the iabp. However, additional information has been requested and a supplemental report will be provided, if necessary.

Event description:
The following information was received via (B)(4): it was reported that the patient¿s skin was closed after open-heart surgery. The anesthesian noted that approximately 20 minutes after the skin was closed, the patient became hypotensive. He initiated giving the patient fluids as well as pressor support with marginal response. CPR including chest compressions was initiated, in addition to vasoactive, pressor and fluid support. The staff attempted to place the intra-aortic balloon (iab) catheter. The first iab catheter was inserted but the balloon itself was not functioning. The staff attempted to place the second iab catheter. However, due to the patient¿s significant peripheral vascular disease, the iab would not float/inflate. The staff then proceeded to cut down to the femoral artery to try and place it directly into the artery at which point the staff noted again that there was severe calcifications of the artery, not allowing them to place the catheter. The staff then elected to go back on cardiopulmonary bypass. The patient was heparinized. The chest was opened. The transesophageal echocardiography (tee) at this time showed that there was decreasing contractibility of the heart. During chest compressions, there were several times where the staff was able to generate a shockable rhythm of being v-tach or v-fib. The patient had external pacers on and v-fib pacers due to his history of sustained v-tach. However, the staff was never able to convert the patient back into a normal sinus rhythm after several episodes of shock. The staff proceeded to put the patient back on the intra-aortic balloon pump (iabp) but a final look of the tee showed that now the patient had no more movement in his right or his left ventricle. It was at this time that the staff elected to call death on the patient. The intra-aortic balloon (iab) was not working correctly may have been because of trying to float/inflate with limited cardiac output. During the cut down to insert the second iab catheter, it was noted that the vessel was full of plaque and they were not able to access the vessel and that the vessel was collapsed due to limited cardiac output. There was no reported malfunction of the iabp involved in this event. This report is related to iab complaint submitted under mfg report number 2248146-2017-00684.